Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement. This lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information from the field representative indicated that the physician suspects high pacing threshold due to worsening of myocardial condition. Moreover, fluoroscopy was performed and no dislodgment nor lead damage was found. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Furthermore, it was concluded no problem detected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement. This lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information from the field representative indicated that the physician suspects high pacing threshold due to worsening of myocardial condition. Moreover, fluoroscopy was performed and no dislodgment nor lead damage was found. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.